Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced, and the unit was returned to service.

Event description:
The hospital reported that, during a case, the unit runs on battery for short time although screen shows a full battery icon. The patient was reportedly switched to another machine to complete the case. There was no reported patient injury.